Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-02281. It was reported the pt stopped feeling effective stimulation approximately four months ago. The pt also reported her ipg suddenly stopped charging. The physician removed the pt's scs sys on (B)(6) 2013.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.